Event description:
The hcp reported the pump was removed and replaced and returned to the manufacturer for analysis after an implant time of 45 months. A follow up report will be sent when additional info is received.